Event description:
The ortho summit sample handling system instrument reportedly lifted specimen tubes so high that they crashed into the pipetter assembly and did not generate an error message. No death or serious injury was associated with this incident.